Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and scratched display window during visual inspection. The pump passed prime, displacement and basic occlusion tests. The pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. The pump was unable to perform occlusion and excessive no delivery alarm test due to motor error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The customer stated that the motor error occurred during rewind. The customer stated that the pump was not exposed to a strong magnetic field or MRI. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.